Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed on the guide wire and catheter and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer alleges that the spring wire guide would not pass the entire way through the cvc. The wire is not coming apart, just bunching up in the procedure. Therapy was not delayed.

Manufacturer narrative:
(B)(4)

Event description:
The customer alleges that the spring wire guide would not pass the entire way through the cvc. The wire is not coming apart, just bunching up in the procedure. Therapy was not delayed.